Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a loosened infusion site due to poor adhesive event on (B)(6) 2026. No further information available.